Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable clamp tubing alarm. Patient stated that air bubbles were present in tubing on cassette. Patient was instructed to massage tubing and gently tap on hard surface until all air bubbles are gone, re-attached cassette, unclamped line at port and powered on pump but the alarm persisted. No patient consequences were reported. No adverse effects were reported.